Manufacturer narrative:
Device returned with no lot ID. Based upon the inquiry info received, the visual examination and the functional test, it was concluded that excessive dried body fluids and tissue in the cartridge and the cartridge nose may have caused the rpt'ed incident during surgery. The instrument was received with excessive dried body fluids and tissue in the cartridge assembly. The instrument was cycled and fired and remaining 12 staples intermittently. It was concluded that the excessive dried body fluids and tissue caused the staples to feed and fire intermittently. Each instrument is evaluated during the surgery process to ensure that staples feed, fire and form correctly. The co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The eas was used during a laparoscopic burch. The staples misfired upon firing the device into the mesh and pravaginal tissue. The staples were not forming all the way. Another eas was opened to complete the case and worked fine. There was no consequence to the pt.